Manufacturer narrative:
Further investigation confirmed the issue was resolved by the service actions. Tending was performed on this type of event and no abnormal trend was identified during the past 90 days.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had an ongoing issue with questionable high ise indirect gen. 2 sodium results and they had received calls from doctors stating the most recent results were higher than the previous results for the patients. The samples had initially been tested as aliquots processed by the modular preanalytic analyzer (mpa). The customer repeated the primary samples tubes on another cobas 6000 c (501) module and the results were lower. The customer then repeated the primary sample tubes on the original analyzer and again received high results. Data was provided for three patient samples. The repeat result provided was from the other cobas 6000 c (501) module. Patient 1 initial result was 159 mmol/l and repeat result was 135 mmol/l. Patient 2 initial result was 168 mmol/l and repeat result was 138 mmol/l. Patient 3 initial result was 155 mmol/l and repeat result was 142 mmol/l. The initial results had been reported outside of the laboratory. The repeat results were believed to be correct. No one was treated as the doctors were questioning the results. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The customer repeated qc and the results were acceptable. The field service representative found there was a partially clogged valve causing the cell rinse levels to be below the detergent levels from the rinse mechanism. He flushed the valve and ran precision testing. The customer ran qc and was satisfied with the results.